Manufacturer narrative:
Review of received information and logs: on-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the o2 gas module's nozzle was found defective and its replacement solved the issue. Further information and photo was requested, but not yet received.

Event description:
It was reported that the ventilator failed pressure transducer test and o2 cell test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).